Manufacturer narrative:
(B)(4).

Event description:
It was reported that app failure occurred on transmitter ID (B)(4). It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed on transmitter ID (B)(4). The probable cause was determined to be potential patient misuse as the mobile device lost power.